Event description:
The customer reported a malfunction that occurred when their pump battery died and the device switched back on. Blood glucose level was reported as 9.2 mmol/l, indicating no adverse impact on the customer's blood glucose. Technical support assisted the customer with resetting the pump and provided instructions for future reference, allowing the customer to continue using the pump, and the customer resumed insulin use.